Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was frequently charging the ipg. The physician suspected device malfunction. The patient will undergo ipg replacement procedure.